Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after a pars plana vitrectomy (ppv) surgery, a patient experienced vision loss and visual scotoma. The patient developed a blind spot in the infero temporal with damage to the retinal ganglion cell layer supero-nasal. The patient did not receive expansile gas. The patient underwent a fluid air exchange and the surgeon was suspecting the way the air was introduced into the eye could have caused or contributed to the scotoma. No system message was displayed. The patient issues were not resolved, still had blind spot. Further review of the reported event has clarified that the air flow from the infusion cannula during the air-gas exchange, angled directly towards the superior nasal paracentral retina may have contributed to the patient's visual scotoma.

Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The lot complaint history and DHR were not reviewed as no lot information was available for this complaint. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).